Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Additional product: d1: heartware ventricular assist system: controller 2.0 d4: model #: 1420/ catalog #:1420/ expiration date:31-oct-2024 /serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 02-oct-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that an additional controller exhibited unexpected loss of power.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: d1: heartware ventricular assist system-(B)(6) d9: yes, return date: 21-jan-2025 h6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: heartware ventricular assist system-(B)(6) d9: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the pump ((B)(6)) and one (1) controller ((B)(6)) were not returned for evaluation. The controller ((B)(6)) was returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluated the performance of the returned device in relation to the reported event. Failure analysis of (B)(6) revealed that the controller passed visual inspection and functional testing. An internal visual inspection of the controller did not reveal any anomalies. Log file analysis associated with (B)(6) revealed two (2) controller fault alarms logged on (B)(6) 2025 at 14:02:50 and at 17:19:56, indicating an issue with the internal battery. Log file analysis also revealed internal battery voltage values slightly below nominal values. In addition, log files revealed that the controller had been in use for more than two (2) years. However, during supplemental testing, the controller was allowed to run for an extended period of time and results revealed that the controller fault alarm, event exc eptions, and abnormal readings in the internal battery voltage could not be replicated. Log file analysis also a decrease in power consumption and estimated flows within the analyzed period and five (5) low flow alarms logged since (B)(6) 2024. Review of the controller log files associated with (B)(6) revealed one (1) vad disconnect alarm logged on (B)(6) 2024 at 18:26:42, indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. Review of the controller log files associated with (B)(6) revealed a controller power-up event with an associated motor start event logged on (B)(6) 2024 at 18:54:27. Review of the data log file revealed that the controller was not in use prior to the event date; the first data point was logged on (B)(6) 2024 at 18:55:03, indicating that the controller power up likely occurred during the initial programming of the controller and/or a controller exchange. As a result, the reported events were confirmed. Based on an investigation conducted under CAPA pr00592731, the most likely root cause of the reported controller fault alarm can be attributed to internal battery performance degradation, high impedance, imbalance in impedance, or voltage delay due to use conditions. Nickel metal hydride (nimh) batteries are known to exhibit a voltage delay/memory effect, which causes the battery to "remember" the capacity that was used during partial discharges, resulting in a reduced effective capacity over time. This can led to a decrease in voltage and high impedance as the battery's performance degrades. During the field return process, the device can drain the battery due to device leakage current or battery self-discharge. Once the battery has been drained, the recharging that occurs during testing improves performance (voltage and capacity), which can be a contributing factor to why the controller fault alarm could not be replicated during testing. Even though this CAPA is now closed, (B)(6) falls within the bounds of this CAPA. Based on the available information, the most likely root cause of the reported loss of power can be attributed to a controller exchange, as described in the event details. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed and/or patient related factors. Possible clinical factors that may have contributed to this event may include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the loss of power was due to controller exchange.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿controller d4: model#: 1420 / catalog#: 1420 / expiration date: 31-jan-2021 / serial#: (B)(6). D9: no h3: no h4: mfg date: 29-jan-2020 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a history of non-ischemic cardiomyopathy experienced a controller fault alarm at home related to the pioneer controller. The alarm was attributed to internal battery depletion. The patient was admitted to the emergency room for a controller exchange. Prior to the exchange, attempts to send autologs were made, but there were computer issues. A new controller was programmed, and the exchange was completed successfully without any issues. Additionally, low flows were observed in the log files, which were due to anesthesia the patient received the previous week for dental work. The patient was discharged home after the successful controller exchange.